Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
Voluntary report was received under mw5099395. It was reported as " replaced faulty knee device; had a total knee replacement with depuy attune system. Left knee never " felt right", other issues were - pain when putting weight on the knee, build up of fluids in the joint, limited range of motion in the knee, loosening of the knee joint, fractures of the device, early wear on the joint. Had total left knee replacement in (B)(6) 2020 to remove depuy attune system and a different device was used. FDA safety report ID# (B)(4).